Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl while her bg meter reading was ¿fine¿ (no specific value was provided). The patient was wearing an omnipod insulin pump. Later that afternoon, the patient started experiencing symptoms of dka (no specific physical symptoms were reported). However, the patient did not have access to a bg meter and the cgm was still reading low mg/dl. That evening when she got home, the patient realized she had no test strips to use. Therefore, her husband took her to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 465 mg/dl while the cgm was reading 40 mg/dl. The patient was diagnosed with dka, admitted to the ICU, and treated with IV insulin, IV fluids, and was continuously monitored. The patient was discharged after 1.5 days. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.